Event description:
Patient reported right side intracapsular rupture, seroma, deformation, folding of the capsule, siliconomas and silicone-storing lymph nodes diagnosed via MRI. Patient also had an "axillary lump". Patient also stated they are "very concerned". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported events rupture/silicone migration/ seroma-late- breast/ lump/nodule/ granuloma/ deformation/ crease / folding of implant/ capsular contracture/ anxiety - product/ procedure was received on (B)(6) 2025. With lot number 2504064. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broke device assessed as fold flaw opening. Silicone migration: unable to observe since it is not related to the device. Seroma-late- breast: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Deformation: not observed. Crease / folding of implant: observed. Anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side intracapsular rupture, seroma, deformation, folding of the capsule, siliconomas and silicone-storing lymph nodes diagnosed via MRI. Patient also had an "axillary lump". Patient also stated they are "very concerned". Physician has confirmed rupture, siliconoma, and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side intracapsular rupture, seroma, deformation, folding of the capsule, siliconomas and silicone-storing lymph nodes diagnosed via MRI. Patient also had an "axillary lump". Patient also stated they are "very concerned". Physician has confirmed rupture, siliconoma, and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right side intracapsular rupture, seroma, deformation, folding of the capsule, siliconomas and silicone-storing lymph nodes diagnosed via MRI. Patient also had an "axillary lump". Patient also stated they are "very concerned." The device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, granuloma, rupture, migration.

Event description:
Patient reported right side intracapsular rupture, seroma, deformation, folding of the capsule, siliconomas and silicone-storing lymph nodes diagnosed via MRI. Patient also had an "axillary lump". Patient also stated they are "very concerned". Physician has confirmed rupture, siliconoma, and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ deformation: not observed. ¿ silicone migration unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.